Event description:
Additional information received states the cut flap is reported to be thin or thicker then planned and the side cut did not go up to the surface. The surgeon separated the side cut with the help of scissors and completed the treatment the same day. At the one day post operative visit the patient was reported to have microstriae.

Manufacturer narrative:
Following the submission of the regulatory reports it was discovered that a duplicate medical device report with manufacturer report number 3003288808-2019-00305 was submitted relating to this event. As further information pertaining to the event and investigation is received the report with manufacture report number 3003288808-2019-00297 will provide the additional information. This file related to manufacturer report number 3003288808-2019-00305 will be closed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the logfile for the treatment day shows during start up the vacuum check, the energy check and the ablation check were performed without issue. Also the image of the ablation check shows a valid and good test. The logfile shows four successfully finished treatments on that day. The logfile shows the energy is stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery within the recommended energy settings. The spot separation of the side cut and the bed cut were also in the recommended range. According to the provided treatment report the used flap parameter shows a thin intended flap of 100 micron (m) and the suction time was 126 seconds. That was longer than the usual 45 seconds. The combination of thin flap and water/lacrimation might have caused the flap to become thinner than intended. The bubbles between pi and cornea which could cause an uncut area. During technical onsite visit the field service engineer (fse) replaced main deflector and hole pattern aperture unit and perform service installation record. The fse attended surgeries three times. No abnormalities were noted. According to the follow up information no sample is available for return. No technical root cause was identified as the product was found to be within specifications according to the logfile review result. The root cause could not be determined conclusively. The most likely root cause could be the thinner flap setting and the combination of thin flap and water/lacrimation caused the flap to become more thinner that caused uncut area and difficult lifting as result. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an uncut side cut at the 11 o'clock position in both eyes; scissors were used to separate the cut. Treatment completed with no patient harm. Additional information received state the patient had microstriae at one day postoperative visit. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.